Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the "vad coordinator that the patient was changing batteries and that the battery that remained on the system didn't provide power and the pump stopped for (1 second)." "Patient immediately reconnected the battery and the patient was said to have "no effect on patient." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files since log files covering the event date were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Therefore the exact root cause of the reported issue could not be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.